Event description:
It was reported that the patient presented to the emergency department due to cardiac arrest and receiving shocks. Electrograms from the implantable cardioverter defibrillator (ICD) device showed sensing of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).